Manufacturer narrative:
(B)(4). Date sent: 12/18/2020. D4: batch # r59t2k. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one reload loaded on the device. The reload was received fully fired. In addition another reload (b) was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The event described could not be confirmed as the device performed without any difficulties noted. No short cut-absent cut was noted during functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: what is the surgeon¿s experience using this device for this procedure? Healthy professor. Can it be confirmed that the tissue fired on was compressible to 1.0mm? Not available. Can it be confirmed that the entire with of compressed tissue was proximal to cut line? Not available. Can it be confirmed that there was no extraneous tissue within jaws distal to cut line? Not available. Are photos or video available? Not available. Please describe shape of malformed staples. Not b-formed shape. What is the current patient status? The patient already leave from the hospital. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the radiofrequency ablation of atrial appendage resection. When transecting the tissue with pve35a+vasecr35 reload, after fired, noted that partial tissue did not cut completely. Then the surgeon reloaded new cartridge and fired, noted staples malformed with irregular shape and hemorrhage. Blood transfusion with extracorporeal circulation, the patient's current condition is stable and still in hospital.